Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The field service representative has checked the analyzer and the pre-analytic sample handling. He could not identify any issues that could explain a discrepant high result. The field service representative replaced the mixer on the analyzer.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for troponin t hs (high sensitive) stat (short turn around time) - tnths stat. No other patient samples were affected. The sample initially resulted as 16.46 ng/l and this value was reported outside of the laboratory to the emergency department. The result was questioned, so the sample was repeated on (B)(6) 2016, resulting as 3.06 ng/l. The repeat result was believed to be the correct result. The patient was not adversely affected. The tnths stat reagent lot number was 18754800, with an expiration date of 12/31/2016.